Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user restarted the system, which allowed the l arm to move, enabling the completion of the procedure; although the issue reoccurred after a while; at that time procedure was finished by restarting. The philips field service engineer (fse) inspected the system on site and confirmed that the l-arm did not function automatically but could be operated manually. Review of the system log file showed that error in the longitudinal motor. To resolve the issue, fse replaced longitudinal motor and performed adjustment. The defective component was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the l-arm geometry movement was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.